Manufacturer narrative:
Analysis was performed by remote service personnel which included reviewing the event log file for the system. The results of the analysis indicate that the alarms were being silenced at the central stations. There was no issue with the equipment. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the alarms were being silenced at the central station. The customer was provided the information and was satisfied with the response. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that the nbp and spo2 alarms are turning off randomly by themselves in room 148. The device was in use on a patient at time of event; there was no adverse event reported.